Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual sample, a complete investigation cannot be conducted. Information received confirmed that the product expired in december 2009, but was used in (B)(6) 2010. The pump was discarded. No determination can be made as to why the pump appeared to infuse quickly. The patient had excessive drainage from the incision, but no other symptom of toxicity was reported. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
May have emptied in 24 hours. Patient had excessive drainage from her incision.